Manufacturer narrative:
The device was returned for evaluation and it was determined that the motor ran at the low end of the specification. It was also noted that the thickness adjustment lever torque was loose. The head and control bar also required replacement in order to recalibrate the device. A review of the MFR's repair records revealed that this device had not been returned to the MFR for maintenance since 08/24/2004. It is documented in the instructional manual included with the device that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the depth gauge was off on the dermatome and that it did not take a smooth graft. No injury or adverse consequences were reported as a result of the incident.